Event description:
The customer was taken to the hospital with a high bg reading of 735mg/dl. The doctor noticed that the "cannula was dislodged" from the customer's leg; "insulin had delivered, but not into the pt's body." He remained in the ICU for three days "on insulin drip" and was given "lantus injections every 12 hours." The customer had noted that "the pod had been working up until he went to bed and his wife could smell insulin." He wears the pod "on the front of his leg so as not to lay on it while he slept." The pod was discarded at the hospital and therefore, will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unk when the cannula became "dislodged" in relation to when his bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Per the report, the customer had not recognized that the cannula had pulled from the insertion site - this was only observed by his doctor upon being admitted to the hospital. A review of lot qualification records was performed - the lot had passed the acceptance criteria.